Event description:
During cardiopulmonary bypass procedure, it was reported that one of the roller pumps lost power. The cable was replaced on the roller pump and the procedure was completed successfully. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.